Manufacturer narrative:
Investigation - evaluation: a review of documentation and instructions for use was conducted during the investigation. The complaint device was not returned, therefore device failure analysis and physical examination of the device used in this case could not be performed. The review of the device history record and complaint search was not possible due to the absence of a lot number. Aorta rupture can be caused by simply expanding a balloon to a diameter larger than the aorta, especially outside of the stent graft. The instructions for use (IFU) for the molding balloon states to not inflate the balloon in the vessel outside of the graft, and the IFU for the endovascular graft cautions to assure complete balloon deflation prior to repositioning. Based on the information provided in the complaint and the IFU, it is possible that a root cause for the proximal neck rupture is "product use or handling related - did not follow instructions/label" or "product use or handling related - user technique." However, based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.

Event description:
The report is from the journal article, "fourteen-year outcomes of abdominal aortic endovascular repair with the zenith stent graft" fabio verzini, lydia romano, gianbattista parlani, giacomo isernia,gioele simonte, diletta loschi, massimo lenti, and piergiorgio cao, vascular surgery unit, s. Maria della misericordia hospital, university of perugia, perugiaa; and gruppo villa maria (gvm) research and care, rome accepted on 19jul2016. The objective of the study was to investigate the long term outcomes of endovascular aaa repair (evar) using the zenith endograft, still in use without major modification, in a single center experience. Of the 610 patients who participated in the study, 567 (93%) of them were male and the average age of the patients was 73.7 years. On page four in the results section,the article states that "conversion to open repair during primary evar occurred in three cases, two of which were due to deployment failure; impossible to retract the releasing wire." One of these cases was previously reported to FDA under 1820334-2007-00492. One conversion to open repair was due to proximal neck rupture after ballooning, which is the subject of this report.

Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
The report is from the journal article, "fourteen-year outcomes of abdominal aortic endovascular repair with the zenith stent graft" fabio verzini, lydia romano, gianbattista parlani, giacomo isernia,gioele simonte, diletta loschi, massimo lenti, and piergiorgio cao, vascular surgery unit, s. Maria della misericordia hospital, university of perugia, perugiaa; and gruppo villa maria (gvm) research and care, rome accepted on 19jul2016. The objective of the study was to investigate the long term outcomes of endovascular aaa repair (evar) using the zenith endograft, still in use without major modification, in a single center experience. Of the 610 patients who participated in the study, 567 (93%) of them were male and the average age of the patients was 73.7 years. On page four in the results section,the article states that "conversion to open repair during primary evar occurred in three cases, two of which were due to deployment failure; impossible to retract the releasing wire." One of these cases was previously reported to FDA under 1820334-2007-00492. One conversion to open repair was due to proximal neck rupture after ballooning.